Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the india it was reported on (B)(6) 2024 that the patient observed infusion set cannula was kinked. The insertion site was at abdomen. Duration of infusion set used was for 1 day. The issue got resolved by replacing the infusion set. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.